Event description:
It was reported that the procedure was to treat a re-stenosed lesion in the tibial artery with heavy calcification and moderate tortuosity. The emboshield nav 6 embolic protection system (eps) was used for an atherectomy device when the basket tore open due to the heavy calcium inside the filter and came out of the filter. This caused a blockage in the tibial vessel. Angioplasty was performed to treat the obstruction. Angiography was performed and it was confirmed not to be thrombosis. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code - 1494/incorrect anatomy. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The investigation determined that the reported difficulties of the filter membrane tearing resulting in obstruction/occlusion and unexpected medical intervention were related to circumstances of the procedure. Based on the reported information, it is likely that the filter membrane became torn due to interaction with the heavy calcification resulting in occlusion and additional treatment of angioplasty to treat the occlusion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the emboshield nav6 embolic protection device.na